Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the pace/defib engine (pd) board was at fault and was replaced to remedy the issue. Further evaluation of the pd engine board found that the transistor was at fault, and the board was scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72," "defib fault 76," and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.